Event description:
The resolute integrity (rx) drug eluting stent was removed from its packaging as per IFU and inspected with no issues noted. It was reported that the stent was implanted in a patient approximately 28 days post its use by date. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.